Manufacturer narrative:
(B)(4)> this complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a broken occluder foot noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with broken occluder feet noted. A visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing.

Event description:
A customer reported to baxter an issue of leak on transfer set found during use. The customer reported that the liquid would not stop even after closing the clamp on the tube. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). A batch review was performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.